Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture showing an open and unused sample with the needle detached from the thread (without aluminium pouch but the thread is still wound on the pack). Furthermore, we have received 5 open and unused samples with the needle detached from the thread (without aluminium pouch and the thread is still wound on the pack) and 2 open and unused samples with the needle detached from the thread (without aluminium pouch, the thread is still wound on the pack, and the needle is missing). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the defective units and the picture received, we consider this complaint to be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show the needle escaped from the thread. Final conclusion: considering the picture and samples received, we conclude that the complaint is confirmed by evidence of the failure in these samples and picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was detached from the thread before use. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.